Event description:
It was reported that an occlusion of the catheter occurred at the anchor site. A dye study was performed which showed a kink at the anchor site. A revision took place at which time the incisions were opened at the pump pocket and anchor site. The catheter was unlinked and connected to the pump. It was noted that the issue was resolved. It was unknown if there were any patient symptoms or complications associated with the event. Patient status at the time of the report was no injury. The device system delivered morphine.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).